Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. A field service engineer ran performance testing on the instrument and the results were found to be acceptable. The investigation concluded the issue was due to a pre-analytical sample handling issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys ferritin on a cobas 6000 e 601 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory for the first sample. No incorrect results were reported outside of the laboratory for samples 2 and 3. The first sample initially resulted with a ferritin value of 63.7 ng/ml, which repeated as 2404 ng/ml. The second sample initially resulted with a ferritin value of 5.68 ng/ml, which repeated as 403.0 ng/ml. The third sample initially resulted with a ferritin value of 21.47 ng/ml, which repeated as > 2000 ng/ml accompanied by a data flag. The sample was diluted 1:50 and repeated, resulting with a value of 2308 ng/ml. The ferritin reagent lot number was 44979301, with an expiration date of 30-apr-2021.